Manufacturer narrative:
(B)(4)

Event description:
The tube's cuff was pre-tested prior to use. After intubating the patient the cuff did not inflate. The tube was removed and the patient was reintubated. There was no patient harm.

Manufacturer narrative:
(B)(4).